Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection confirmed the alleged condition of the device. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. The downstream occlusion seal was replaced to address the reportable malfunction of this complaint.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device has a ripped and bubbled dso seal. The internal battery door latch compartment was cracked and upon turning on the device, an error message popped up stating "pump settings and patient data lost", with the wrong date and time which indicates an issue with internal battery. The event occurred during testing. There were no patient involvement and harm.